Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.

Event description:
Mobi-c p&f us: disassembled. When surgeon disengaged the implant, the implant disassembled and came out into pieces. No delay longer than 30 minutes in surgery was reported. Surgery was completed with another device same size without additional issue.

Manufacturer narrative:
This medwatch is submitted to send the results of the investigation of this complaint. Product received at ldr medical on the 22nd of january 2018 : visual & functional examination shows no particular issue. Marks on peek jaws are evidence of rotational movements. The review of the device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the evaluation of the received product (mark of rotation on jaws) and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when inserting or removing the prosthesis. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques as indicated in st : "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly." However, the description received did not allow to understand perfectly if the surgical steps were followed or not. This hypothesis could not be validated. The cause for the device disassembly is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. If additional information were received that may impact the conclusion of this investigation another report will be sent.

Manufacturer narrative:
Additional information was received on 28 nov. 2017 from reporter: there was not much resistance during insertion. He is not 100% sure but he would say the disc space was distracted during insertion. Surgeon has inserted perpendicular to the patient per technique. Sales rep confirms that the surgeon disengaged the implant without distraction. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Current information is insufficient to permit a valid conclusion about the cause of this event. Attempts have been made to get more information to date there is no evidence to indicate a device issue. If additional information is provided and that adds value to the relevant content of this report, a follow-up report will be sent.